Manufacturer narrative:
This device is on a limited launch; the development and quality teams are monitoring this product. This particular instance was driven by an excessive fat pad that the tubing caught on; there were no patient consequences or harm. This complaint established to capture and trend. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a meniscal repair, the silicone tube of one of the 3 omnispan fasteners used for fixation came off of the needle as they were removing the applier from the portal and fell into the joint space. The device was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.